Event description:
Reporter alleged a blood glucose value "in the 300's" mg/dl on the advantage sys while pt was unconscious. Reporter attempted to treat customer with sugar and glucose gel. Reporter stated that emts obtained a blood glucose of 30 mg/dl approx 20 mins later on their meter, treated the pt with a d5w IV, and transported to hosp. Reporter stated pt's blood glucose was 100 mg/dl at the hosp, and that the pt was kept for 3 days before release. Reporter stated test strips have been discarded, and are, therefore, unavailable for return. Reporter also stated that the strips may have been expired at the time of use. Replacement prod was sent.

Manufacturer narrative:
Device discarded - unavailable for return.